Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor did not brake, it was just came off because the tape did not stick.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the customer sensor was broken. The customer¿s blood glucose level was 320 mg/dl. The customer reported that the sensor came off at the insertion site from the body. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and checked for broken parts and none was found. Sensor passed per specifications. Unable to confirm adhesive anomaly on opened/used sensor. (B)(4).